Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 700 au chemistry analyzer and identified the probable cause as a defective ise tubing. The customer replaced the ise tubing to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
Customer reported low anion gaps on patient results on their dxc 700 au clinical chemistry analyzer, potentially affecting ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k). There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.